Event description:
It was reported that a nurse was injured while engaging the brake on a zoom stretcher. It was reported that medical intervention was required, further information on the injury and treatment was not provided. No patient was involved during the event.

Manufacturer narrative:
The customer confirmed that there were no defects found on the unit when the biomed performed an inspection. The customer also did not make any additional information surrounding the injury available and was unwilling to have a stryker technician inspect the unit. The device was not made available.

Event description:
It was reported that a nurse was injured while engaging the brake on a zoom stretcher. It was reported that medical intervention was required, further information on the injury and treatment was not provided. No patient was involved during the event.